Event description:
It was reported that the patient's generator's impedance was high. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information received noting that the patient had a chest x-ray done and the report stated, "left sided neurostimulator device with leads slightly coiled at the left side of the base of the neck.¿